Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.1¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d140411-1). The control solution tests for level low are 37/44 mg/dl; for level high are 289/286 mg/dl. The control solution ranges are: level low 30~75 mg/dl; level high 220~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4), received a call on 05/17/2014 reporting a medical attention that occurred on (B)(6) 2014. Patient's husband stated that patient was sleeping too much and when he tried to wake her she was not acting right. Paramedics were called due patient experiencing these symptoms. Patient's husband proceeded to test her with the prodigy meter and in response to the results from the prodigy meter administered insulin base on a sliding scale provided by her patient's doctor. Patient's husband does not remember exactly the reading on the prodigy meter at the time of the event but thinks it may have been around 130mg/dl. In route to ER paramedics tested patient's blood glucose and obtained a result of 41mg/dl. Paramedics gave patient glucose intravenously on the way to ER. No other information was provided.